Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is unknown. UDI: (B)(4). Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and evaluated. Upon visual inspection, it was observed that the device shows noticeably marks of wear, as usual in type of reusable devices. The shaft was separated from the handle. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed, the possible root cause can be attributed to the hard and continuous use of the device. Since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages to the instrument. As per instructions for use (IFU): end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Correction: d4: the device lot number was inadvertently reported as 190560 in the initial medwatch report. The lot number has been updated accordingly. The device UDI has also been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary of a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveled that the device shows wear marks as usual in this type of reusable devices, it was also observed that the shaft is separated from the handle. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the rough and continuous use of the device. Since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages to the instrument. As per IFU: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the affiliate in colombia that during an unknown procedure on an unknown date, it was observed that the gryphon slotted fishmouth guide device broke. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.